Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, it was observed that the pump was out of calibration and the front metal sheet (hinges) were damaged. Note: customer declined repair. Device returned in unrepaired condition. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident on (B)(6) 2024 at 23:00 : the pump stopped with alarm indicating the end of infusion after 1 hour even if it was programmed for 3 hours infusion.